Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was abandoned at implant due to oversensing while the physician was sewing up the implant pocket. It was further reported that the oversensing resulted in pacemaker inhbition.